Manufacturer narrative:
Section a2, a3,a3b, a4, a5, a6:unknown/ asked but not available. Section b3:unknown/ asked but not available. Section d6a: if implanted; give date: unknown/ asked but not available. Section d6b: if explanted; give date: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Event description:
It was reported that the intraocular lens had a haptic problem. It is unknown if there was an injury and if surgical and medical interventions were required. No further information is available.